Event description:
It was reported that the patient presented to the hospital for an illness not pacemaker related, the pulse generator could not be interrogated. The device went into backup operation. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.